Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited high capture threshold and r-waves amplitude variation. The lead was repositioned, and all numbers were within normal limits. The patient was in stable condition post procedure.